Manufacturer narrative:
Approximate age of device ¿ 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's lvad system indicated low flow alarms that were becoming persistent and more frequent. The patient was asymptomatic. There was a concern for an outflow graft twist. CT scans were taken. A system controller exchange to the backup was performed. No further information was reported.

Manufacturer narrative:
Investigation conclusion: the report of low flow events can be confirmed based on the submitted log file. The log file contained approximately 5 hours of data, spanning from to (B)(6) 2018 10:04:26 to (B)(6) 2018 15:55:07, which captured numerous low flow events where the calculated average flow was captured at 2.4 lpm or lower. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the low flow events lasted 10 seconds and low flow alarms were triggered. Besides these events, the device appeared to be operating as expected at the set speeds of 5000 rpms. Similar events were captured in the lvad event log file. A specific cause for the low flow events cannot be conclusively determined. The controller periodic and lvad periodic log files appeared to capture the pump operating as intended. Requests for additional information were sent to the customer; however, due to hospital policy, no further information could be provided. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU, document describes the pump flow display, pulsatility index, and hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook, describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.